Event description:
On 8/18/80, dr performed augmentation mammoplasty. He inserted implants. After the surgery, he would do "closed capsulotomy" once or twice a wk. Then he instructed rptr to continue doing this for a period of one yr. He also told her that these implants would last a lifetime. Now for 3 yrs, she has been experiencing hardness and soreness in the left breast. Rptr has had 4 mammograms done and was told that she has cysts completely around the implants and the left breast appears to be seeping silicone. Rptr has been advised to go back to the dr but he has relocated in another state.